Event description:
Event description guidant received information that this implantable cardiac resynchronization therapy defibrillator (crt-d) exhibited pseudo-fusion beats, which resulted in ventricular pacing pulses to be delivered during ventricular repolarization (pace on t wave). This action resulted in ventricular rhythm accelleration, for which the device appropriately sensed and delivered critical shocking therapy.